Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that his blood glucose level was high. Customer's blood glucose level was 588 mg/dl. The customer treated his blood glucose level with a syringe. He was hospitalized due ketones with a blood glucose level of over 600 mg/dl. The customer had a virus and was not able to drink anything. He was having heart issues and enzyme levels in his heart were high. The customer removed the insulin pump at the hospital. The infusion set had a bent cannula. The device was not returned.